Event description:
It was reported that the customer's insulin pump had a delivery anomaly. Customer stated they programmed their settings and the device alarm. Advised customer the alarm is normal and that they need to confirm their settings so the device may deliver insulin. Customer confirmed device was working and declined further troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.